Event description:
Patient burn of 2 square centimeter discovered 2 days after a radiofrequency session (5 rf delivered). The burn was localised under the left shoulder blade, in the middle of the patient electrode.patient was treated by algoplaque.

Manufacturer narrative:
At the time of the event, the account specified that it is unlikely that problem come from the generator since they have not met any other problem with it. The device was not returned as the account continued to use it. This event was previously reported on MDR 2953184-2007-00020 on 9/27/2007 for the ground pad used in this event. This report is for the ept-1000xp rf ablation system used in this event. Numerous possible causes for the burn exist, including but not limited to: inadequate skin preparation, improper application of the pads, pads placed over the adipose tissue, scar tissue, bony prominence, pads may have become dislodged due to patient movement, and others. Precautions are indicated in the ept-1000xp operator's manual to read and follow the dispersive indifferent patch (dip) electrode manufacturer's instructions for use. It is also indicated in the manual to check that ground pads are properly applied and that connections are secure prior to rf delivery. Product not returned.